Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with superficial punctuate keratitis (spk), at one day lasik post-operative visit. The reporter indicated patient was prescribed an antimicrobial for several days. At additional postoperative visit spk had resolved. This report references the right eye. An additional report will be filed for the left eye.